Event description:
Inflation difficulties.

Manufacturer narrative:
The affilliate reported the following: this patient of unknown age and weight was admitted to the hospital in 2004, for elective angioplasty (pla) of a long calcified lesion in a straight superficial femoral artery (sfa). The physician placed a 4 fr introducing sheath (brand unknown) in the femoral artery and advanced a 0.18" guidewire (brand unknown) through the lesion and down the sfa. He then advanced a savvy 6mm x 6cm pta balloon catheter to the target site. The physician did not experience any difficulties while crossing the lesion with the balloon. Upon attempting to inflate the balloon in the lesion, the balloon did not expand. The physician checked the inflation device and found it to be working properly. He then tried to inflate the balloon using a syringe, but the balloon would still not inflate. The physician removed the balloon, replaced it with another savvy pta ballon and completed the case successfully. There was no injury to the patient. Add'l info will be submitted within thirty days of receipt.